Event description:
It was reported that the fenestrated bipolar forceps instrument had no articulation causing a delay. There was no allegation of harm or injury to the patient and no report of anything falling into the patient

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was tested on an in-house system and was able to articulate. An additional observation not reported was the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.